Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the 2nd inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.